Event description:
It was reported that the patient with a complex distal femur fracture, was implanted with a plate that broke. A revision with a locking compression plates distal femur (lcp df) plate resulted in a nonunion and outward rotation problem. During the surgery, the surgeon opened the unhealed fracture and removed proxy screws, rotated again and fixed the proximal part. The nurse tried to assemble the reamer irrigator aspirator (ria); it was hard to get the system together the bone was hard to enter with wire and reamer rod, while attempting to enter the bone the rod went unsterile. The surgeon decided to cut the rod and remove the unsterile part. Reaming checked and started after 20 second respiration stopped, due to clogging. The ria tube was cleaned and the surgeon continued the reaming process. After this reaming the surgeon noticed that a lot of the medial cortex wall had been reamed below trochanteric area. The harvested material was put into the fractured leg and surgery was completed. There were no reports of a surgical delay. This report is for unknown plate. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 510#: unknown, as specific part and lot numbers for the associated plate were not provided. Patient¿s birth date was reported as being on an unknown day in 1985. The original implant procedure took place on an unknown day in (B)(6) 2014. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.